Event description:
It was reported that the ilet bionic pancreas showed unreliable charging with premature battery depletion, leading to random power cycling during the day and intermittent failure to charge, and the user managed blood glucose with subcutaneous insulin via pen during these periods. Symptoms included hyperglycemia without to 400 mg/dl acute complications. Outcomes included no lasting health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem traced to the battery component consistent with premature battery discharge. It was concluded, based on previously established findings for similar reports, that the cause was component failure.

Manufacturer narrative:
Investigation description: complaint was confirmed. The logs showed the device was not charging while on charging pad. The cause for the issue was determined to be caused by a mainboard issue. As a precaution the battery will be replaced as well.